Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, with capillary and glucometer checks reading ¿high,¿ approximately 400 mg/dl or greater, for about four hours despite an infusion set change and confirmed insulin flow through tubing; backup therapy was later advised and insulin was administered, with plans to replace supplies once glucose returned to target. Symptoms included elevated blood glucose without additional clinical symptoms. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no reported acute health effects. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the cause of hyperglycemia remained unclear after confirming flow through the tubing and replacing the infusion site, with no observed occlusion or leakage at the removed site. It was concluded that the event was an episode of hyperglycemia with an undetermined cause, and the device function could not be fully assessed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.